Event description:
Customer reported that pump battery would not charge despite repeated attempts and using various charging methods. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and advised the customer to use a backup insulin delivery method. Customer was instructed to put the pump into storage mode and return it using a pre-paid label.